Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02419. It was reported, the pt felt ineffective stimulation and her leads seemed to pull when she turned her head quickly. She reported, she felt stimulation in her lower left jaw; no x-rays were taken to verify lead migration. Reprogramming efforts allegedly were unsuccessful in providing effective stimulation coverage for the pt. It was reported the pt's systems was explanted but not replaced.

Manufacturer narrative:
Evaluation: results: the leads were received cut in four segments. The complaint about ineffective stimulation was confirmed. As received, the lead segments were visually examined under the microscope and one of the wires was found broken on one of the lead segments. This was consistent with damage that occurs while the lead was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.